Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 25 mg/dl. Cause of bg level was unknown; however reportedly customer did not hear the low bg alarm. Bg was treated with glucagon prior to arriving at the ER, and at the ER bg was treated via intravenous saline. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.